Manufacturer narrative:
The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that there was a crack in the glue on the bending section rubber and the glue was partially missing. Omsc reviewed the manufacture history of the subject device with no irregularity. The exact cause of the damage could not be determined. However, considering the past similar case, excessive forces during the insertion/withdrawing of the subject device into/from trocar cannot be ruled out as a possible cause of the event. The instruction of the subject device warns ¿straighten the bending section of the endoscope by moving the angulation to its free position, and move the angulation control lever back to the neutral position. Then insert/withdraw the endoscope into/from a trocar tube slowly and deliberately while viewing the endoscopic image. Until the endoscope is completely withdrawn from the trocar, pull it out straightly. If a trocar with a valve is used, keep the valve open during insertion and withdrawal. Failure to do so can result in endoscope damage¿.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified laparoscopic surgical procedure, a piece of glue on the bending section rubber of the subject device fell off into the patient when the facility inserted/withdrew the subject device into/from a trocar several times. The facility retrieved the piece and completed the procedure using the subject device. There was no patient injury reported associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".